Event description:
Complainant alleged that during biomed testing, the device was unable to enter pace mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when the investigation is completed.